Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient lost weight and now the ins moves around ¿quite a bit¿. She said ¿every time I lose weight it shifts¿. For about two weeks she has been getting ¿shocks from the battery and it¿s real sore and tender around the battery area¿. The ins was fully charged, and she put new batteries in the programmer. The shocking started mild and has gotten stronger. She turned the ins off for about 24 hours and the shocking did subside a little but she could still feel it. She was advised to follow up with her healthcare provider (hcp) to assess the ins.